Event description:
It was reported during the anterior cerebral artery (aca) aneurysm coiling the aneurysm ruptured. The physician placed additional coils to treat the rupture. It was reported that aca was occluded, and the patient suffered a stroke. No further information was provided.

Manufacturer narrative:
(Other) - for no allegation of device malfunction or non conformance.